Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Manufacturer narrative:
Patient identifier: added data. Conclusions code 1: corrected code. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: renal artery occlusion.

Manufacturer narrative:
(B)(6).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient presented with a relatively straight but reversely tapered, thrombus lined aortic neck. Following initial deployment of a gore® excluder® trunk-ipsilateral leg component rlt281212 on the right patient side, intra-operative angiography imaging confirmed the endoprosthesis¿ location below the renal arteries. The physician proceeded with second stage deployment of the ipsilateral leg prior to cannulating the contralateral leg hole. Subsequent final angiography imaging however showed that the endoprosthesis was now completely covering both renal arteries and partially covering the superior mesenteric artery (sma). It appears that the excluder graft had moved during unsuccessful attempts to cannulate the renal arteries and the sma in preparation for stent implantation. The reason for the upward movement was stated to be unknown. The patient reportedly expired the following day, (B)(6) 2018.